Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the carbon bridge to resolve the issue.

Event description:
The customer reported that the unicel dxc 660i synchron access clinical system generated false high ise (ion-selective electrode) results. The results were reported outside of the lab. There was no impact to patient treatment. The physician questioned the results. Controls (qc) were run before and after this event and the results were within ranges. Please refer to 2050012-2015-00152 for event that occurred on (B)(6) 2015.